Event description:
The customer contact reported that the tubing that leads to the primary bag disconnected from the cassette and caused the medication to spill. There were no adverse patient effects and no delay in therapy critical to the patient. However, during verification testing at the manufacturing facility, it was found there was a lack of solvent sealer in the joints between the proximal tubing and the inlet port of the cassette. One used device was received and evaluated. A visual inspection found that the proximal tubing to the cassette was separated from the cassette at the inlet port. The device was examined under ultra violet light and found a lack of solvent sealer. A probable cause was due to a human error during assembly. During assembly the operator inadvertently applied the incorrect amount of solvent on the tubing, causing a weak bond and later the separation.